Event description:
It was reported that burr entrapment occurred. A 1.50mm rotalink burr and a rotawire guidewire were selected for use on the left coronary artery. During the procedure, it was noted that burr entrapment occurred. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the burr entrapment occurred on the guidewire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. The device was completely removed from the patient's body with no additional intervention required.

Event description:
It was reported that burr entrapment occurred. A 1.50mm rotalink burr and a rotawire guidewire were selected for use on the left coronary artery. During the procedure, it was noted that burr entrapment occurred. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.